Event description:
It was reported that an unspecified malfunction alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl, ketones of an unspecified size, and vomiting. Reportedly, the customer received manual injections to address elevated bg level. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage reported. The malfunction alarm was cleared, and insulin delivery was resumed successfully.